Event description:
On (B)(6) 2013, the reporter contacted lifescan USA alleging that the subject meter read inaccurately low compared to another device. The reporter claimed obtaining blood glucose readings "reading 50 points lower vs ultra2", performed within 30 minutes of each other. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.